Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced a loss of consciousness. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the reader and no issues were observed. Date and time were set, and the reader was successfully downloaded. Visual inspection was performed on the returned usb/charging cable and no issues were observed. Testing was successfully performed on the returned usb/charging cable. Visual inspection was performed on the returned adapter and no issues were observed. Voltage testing was performed, and the adapter was found to be within specifications. Further investigation was performed on the reader, and the reader was de-cased. Power consumption testing was performed and was found to be within specifications. A fast-draining battery was not observed. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader was sufficiently charged. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range. The reader was further de-cased. Visual inspection was performed on the de-cased reader and no issues were observed. Power consumption test performed and was within specifications. A fast-draining battery was not observed. No malfunction or product deficiency has been identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced a loss of consciousness. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent injury associated with this event.